Event description:
It was reported that following the implant of the artificial urinary sphincter implant, the patient experienced voiding difficulty as the cuff was too small. The patient was scheduled for a revision surgery. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and unintended use error caused or contributed to event were assigned to this investigation.

Event description:
It was reported that, following the implant of the artificial urinary sphincter implant, the patient experienced voiding difficulty as the cuff was too small. The patient was scheduled for a revision surgery. No further patient complications were reported.